Manufacturer narrative:
(B)(4). Date sent: 1/2/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: surgeon thought the tissue was extremely thick and staple line probably tore off during resuscitation process and did not blame the device. Wanted to log just in case as cannot be positive.

Event description:
It was reported that shortly after a lobectomy procedure had been performed (the device had been fired over the pulmonary artery during the procedure) the patient crashed in recovery. They were brought back in and given 10 to 12 units as the team attempted to revive the patient. While in the cavity using sponge sticks and massaging tissue it was noted that there was no staple line. It was assumed that the staples had been removed and sucked out during the activity to resuscitate. The patient recovered and is in ICU awaiting a bed on the floor.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2018. Additional information requested and received: why does the surgeon believe that the tissue was too thick for the stapler? The surgeon said the patients tissue was thick everywhere. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? It cannot be confirmed. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? It cannot be confirmed. Was any issue noted with staple form in initial procedure or reoperation? The previous firings with the pvs were fine. What was the timeline from surgical procedure to event? 20 minutes-it was noted by a pacu nurse that the chest tube was full of blood-patient taken back to the or immediately. How was the bleeding addressed? Bleeding was stopped thru compression. Once the bleeding vessel was located, it was sutured. What is the current patient status? Patient was in ICU for two days then moved to regular surgical floor-patient went home and is doing fine.